Event description:
It was reported intermittent occlusion alarms occurred that continued even after supply changes. There was no reported adverse impact to the customer¿s blood glucose level. The customer reverted to an alternate method of insulin therapy.